Event description:
It was reported that there was a confirmed motor stall. The even logs recorded a motor stall and motor stall recovery. The motor stall occurred on (B)(6) 2015 at 20:20 and recovered on (B)(6) 2015 at "8:23." The patient had reported that they were "hurting more." The healthcare provider (hcp) had filled the pump on the day of report. The motor stall was not caused by patient having an MRI or other medical procedure. The critical alarm interval was set to every hour and she changed it to every 10 minutes. On (B)(6) 2015, the hcp reported that the patient was back in the clinic and the pump had stalled again. The patient had confirmed that the alarm was occurring again. The hcp reported that the patient was hurting and had back spasms. The hcp reported that the patient had a "rump pump" as the implant was posterior. The patient was young and was very afraid of needles so they opted to the posterior implant so the patient would not have to watch during refills. The hcp reported that the patient "may not have" the pump replaced and options were being reviewed. The physician reported that they believed the pump was "failing prematurely" as the critical alarm was sounding. They planned to explant the system and the patient was unsure if they wanted to have it replaced. The physician wanted to permanently silence the alarm and disable the pump. The pump system was delivering compounded baclofen, clonidine and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Additional information received reported that the motor stall did not recover. The pump was stalled for greater than 24 hours. The repeated motor stalls and motor stall recoveries did not occur in a short duration. The pump was replaced on (B)(6) 2015. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).